Event description:
It was reported that the implantable pulse generator (ipg) exhibited early elective replacement indicator (eri) with premature battery depletion and high battery impedance. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) triggered on 2014 (B)(4). Parameter change trends shows on 2013 (B)(4) device mode reprogrammed to vvi with ventricular output of 7.5 v at 1.5 ms. (B)(4).